Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the balanced tip was broken. When the sleeve was removed to retighten the tip outside the eye due to insufficient intraoperative ultrasonic oscillation, the ultrasound tip broke off at 3 millimeters from the tip and remained in the sleeve during procedure. The procedure was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened broken phaco tip with sleeve in a tray was received. The sample was visually inspected and was found nonconforming with a broken phaco tip at the balanced tip bend area with a very jagged break, the wall thickness was even at the break. Functional test for occlusion was performed and deemed conforming. A good flow exiting the phaco tip was observed. A functional thread check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. The complaint evaluation does not confirm the report of the phaco with insufficient oscillation. The returned sample was found to be conforming for all visual and functional testing associated with the reported event of intraoperative oscillation. The exact root cause for the reported issue of broken/cracked phaco cannot be determined from this evaluation, therefore, no specific action with regard to this complaint was taken. No action was taken for the report of intraoperative oscillation as the sample was functionally conforming. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required the manufacturer internal reference number is: (B)(4).